Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead experienced inappropriate shock due to noise detected. It was suspected that the lead was fractured; therefore the lead was surgically capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product has not been returned as it was surgically capped. Should additional information become available, this report will be updated.